Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
It was reported the pt has not recharged her ipg in a long time (more than 3 months). The sjm representative met with the pt and was unable to communicate the ipg with the programmer. Surgical intervention may be pending to address this issue.